Manufacturer narrative:
A review of the customer provided image is consistent with the reported event of a broken cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure when using the maryland bipolar forceps instrument, it was noted that the instrument was not closing properly, preventing the surgeon from clamping the necessary tissues. It was found that a filament at the tip of the instrument had broken. As a result, the instrument was removed from the cavity and immediately replaced with another maryland bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.